Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers 10k17h25, 10j15h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer form the USA of peritonitis in a patient coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag (lot number, dosage and frequency not reported). During a call with baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was not hospitalized. The consumer reported that on an unknown date, "the patient's catheter must be removed due to infection and put back in". Treatment for the peritonitis was not reported. Dianeal therapy was ongoing. At the time of this report, the patient was recovering. Concomitant medications were not reported. No opinion of causality was reported.